Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time and no details are provided as to the nature of the surgery. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the perfix plug.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event.no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time and no details are provided as to the nature of the surgery. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is only making a claim for an adverse patient outcome against the perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of the bard perfix plug. Per operative notes, ¿a bard perfix plug was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with chronic left groin pain, left ilioinguinal neuralgia, adhesion, thereby underwent robotic assisted repair with the explant of the perfix plug. Per operative notes, ¿all adhesions were taken down. Perfix plug mesh was removed.¿